Event description:
The pt states it is hard to tighten and then loosen the connection. In addition, the connection is loose to the cycler. Additional information received from baxter indicates that the connection noted by the pt as being "loose" was the lineo cap/lineo shell connection. The pt always felt that the connection was not secure, and checked the connection several times throughout the therapy. The pt felt the connection was loose in general. No pt injury or medical intervention was associated with this incident, per baxter.